Event description:
On 11/29/99, the manufacturer received a report via fax from the MFR's international sales manager that states the following; "we have received a call from the international distributor regarding this product. Could you issue a return materials authorization (RMA) number for return of the device for analysis? The customer will complete a report form and return it to us as usual and it will be transferred to you." On 12/06/99, the MFR received the completed report form that states the following; "the locking device on the sheath was broken in the package." No further details were provided.